Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance energy log review shows: the first vessel sealer extend (vse) instrument (lot number: k12241213-0281) was installed 2 times and passed homing 2 times. There were 44 cut complete events, no errors. The logs show 49 seal events with no errors. The second vse instrument (lot number: k11241017-0342) was installed and passed homing 23 times. There were 276 cut complete events, no errors. The logs show 8 coag with no errors and 331 seal events with 6 each of ¿blank¿ and ¿high initial starting impedance¿ errors. The logs show 3 e100 recoverable errors of which the first one seems relevant to the second vse instrument (high initial starting impedance). Insufficient sealing can occur if the user is trying to seal too much tissue between the jaws, which is when the high initial starting impedance error is thrown. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, bleeding occurred due to insufficient sealing by the vessel sealer extend instrument. The amount of bleeding and what or if any medical interventions were performed; are unknown. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information b5: it was reported that during a da vinci-assisted distal pancreatectomy procedure, bleeding from the omentum occurred due to insufficient sealing by the vessel sealer extend (vse) instrument. At the time of the incident, an audible continuous signal was heard while the pedal was pressed during the sealing sequence. The fast audible tones during the seal cycle completion were as expected. The surgeon proceeded to cut the membranous omentum tissue, resulting in unexpected bleeding. However, the surgeon anticipated the bleeding after observing that the hemostatic effect of the vse instrument was not as expected. Although the specific amount of blood loss was not provided, the bleeding was successfully controlled using a backup vse instrument, and the procedure was completed robotically.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa) and did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on 3 of 3 attempts. The instrument seal, cut, clamped and unclamped successfully. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.